Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects inside light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was lens glue had peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lens which led to corrosion. Olympus will continue to monitor field performance for this device.